Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 50512939, 852529,50512909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, menses irregular and cystocele. Previously administered products included for an unreported indication: citranatal, ampicillin, macrobid, bactrim ds, motrin and augmentin. Concurrent conditions included overweight. Concomitant products included diazepam (valium). On (B)(6)2011, the patient had essure inserted. In (B)(6)2013, the patient experienced tooth disorder ("dental problems"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with vitamins nos and surgery ((B)(6)2017, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Pregnancy test urine - on (B)(6)2011: result: negative.. Concerning the injuries reported in this case, the following ones were described in patient¿ s medical record pelvic pain, dysmennorhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2019: new pfs received. Lot number (50512909) was added. Onset date for vaginal discharge updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery ((B)(6)2017, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, migraine and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion concerning the injuries reported in this case, the following one/ ones were described in patient¿ s medical record pelvic pain, dysmennorhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2018: from pfs events " abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), dyspareunia ,vaginal discharge, fatigue, weight gain, hair loss, migraine, headache" are added. Patient, reporter and product information are added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 50512939, 852529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, menses irregular and cystocele. Previously administered products included for an unreported indication: citranatal, ampicillin, macrobid, bactrim ds, motrin and augmentin. Concurrent conditions included overweight. Concomitant products included diazepam (valium). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with vitamins and surgery (on (B)(6) 2017, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: result: negative. Concerning the injuries reported in this case, the following one/ ones were described in patient¿ s medical record pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 16-jan-2019: pfs received. Other hcp added. Aka name added. Medical history added. Lab data added. Historical and concomitant medications were added. Essure lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 50512909,50512939, 852529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, menses irregular and cystocele. Previously administered products included for an unreported indication: citranatal, ampicillin, macrobid, bactrim ds, motrin and augmentin. Concurrent conditions included overweight. Concomitant products included diazepam (valium). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with vitamins nos and surgery ((B)(6) 2017, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: result: negative. Concerning the injuries reported in this case, the following ones were described in patient¿ s medical record pelvic pain, dysmennorhea, menorrhagia. Lot number: 50512909, manufacturing date:2010/ 03, expiration date: 2013/03. Lot number: 50512939, manufacturing date:2010/06, expiration date: 2013/06. Lot number: 852529, manufacturing date:2011/04, expiration date: 2014/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On(B)(6) 2011, the patient had essure inserted. In march 2013, the patient experienced tooth disorder ("dental problems"). In august 2013, the patient experienced alopecia ("hair loss"). In june 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In march 2015, the patient experienced weight increased ("weight gain"). In august 2015, the patient experienced vaginal discharge ("vaginal discharge"). In october 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In june 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with vitamins, surgery (B)(6) 2017, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries reported in this case, the following one/ ones were described in patient¿ s medical record pelvic pain, dysmennorhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : concomitant disease and treatment drug added. Event lower abdominal pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.